Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal paint and cloudy peritoneal effluent. Approximately two months prior to this event, the pt began treatment with dianeal pd4 1.5% (3 bags per day) and dianeal pd4 2.5% (1 bag per day) therapies (doses and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced diarrhea. On the day of the onset of peritonitis, the patient was hospitalized. Eighteen days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved, the pt was recovered, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1962. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.